Event description:
It was reported that at the end of a re-do afib ablation procedure in a (B)(4) study, it was stated that the patient became hypotensive. Transesophageal echocardiogram confirmed pericardial effusion. A pericardiocentesis was performed. The patient was stable after the adverse event and was later discharged after a few days. This adverse event was reported to be possibly procedure and device related.

Manufacturer narrative:
The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).